Event description:
According to the initial reporter the implant date was sometime in the week of (B)(6) 2021. The problem with the device was discovered yesterday ((B)(6) 2022). The stent was fractured inside the vessel. They had to put another stent (not a cook device) inside that stent. The initial stent (complaint device) was placed without issue to increase flow to the future bypass area. The bypass had not yet been performed. There were no problems with the stent before the bypass procedure. The patient went to have the bypass after the stent was deployed. The interventional radiologist believes that the stent fractured during the bypass procedure. The problem was discovered during post-bypass follow up.